Event description:
It was reported that a symptomatic patient presented in clinic for a routine follow up with a device that was oversensing on the ventricular lead. The patient received inappropriate high voltage therapy. The oversensing was noted on a stored electrogram. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and reporting criteria going forward.